Event description:
Customer reported issues with the insulin pump. Customer states that there is no delivery alarm and it's stuck on the screen. Customer states that the blood glucose reading is 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to moisture damage on keypad trace. Unable to verify no delivery alarm due to unresponsive button. Pump received with missing display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.